Event description:
(B)(4). In 2005 I had the essure coils placed and had trouble with non stop bleeding/pain that brought me to a hysterectomy in 2008. Leaving my ovaries and f tubes. In the surgical pathology report that I have from it, sounds like the essure coils may have been cut at that time as what the report reads, leaving me wonder where on earth the rest of the coils maybe. Please band this device it's not safe.

Event description:
(B)(4). In (B)(6) 2015, I had the second surgery to have my fallopian tubes removed, I am 9 month's out from surgery and every symptom that I was having is gone all but the fibromyalgia symptoms that I will have to deal with the rest of my life no thanks to the essure coils. Please I beg you don't put this into another body ever. I suffered for 15 years with the essure coils in my body and now I can suffer the rest of my life after the fact with fibromyalgia.